Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced dyspareunia. It was indicated that the patient had additional surgery. This event was assessed as moderate in severity, and definitely related to the device/procedure. The event was unresolved as of the last patient visit on (B)(6) 2014. On (B)(6) 2014, the patient experienced defecatory dysfunction - obstructed defecation with splinting. Pelvic floor physical therapy was recommended. This event was assessed as mild in severity and unlikely to be related to the device or procedure. This event was unresolved as of the last patient visit on (B)(6) 2014.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced dyspareunia. It was indicated that the patient had additional surgery. This event was assessed as moderate in severity, and definitely related to the device/procedure. The event was unresolved as of the last patient visit on (B)(6) 2014. On october 14, 2014, the patient experienced defecatory dysfunction - obstructed defecation with splinting. Pelvic floor physical therapy was recommended. This event was assessed as mild in severity and unlikely to be related to the device or procedure. This event was unresolved as of the last patient visit on (B)(6) 2014. Additional information august 1, 2016. Trigger point injection was performed on (B)(6) 2015 for the dyspareunia. The dyspareunia was still unresolved as of the last patient visit on (B)(6) 2016.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.